Manufacturer narrative:
Results: the returned cat6 was kinked at approximately 122.0 cm, 123.0 cm, 124.0 cm, 127.0 cm, 132.0 cm and 133.0 cm from the hub. The device was ovalized at approximately 126.0 cm and 134.0 cm from the hub. Conclusions: evaluation of the returned cat6 confirmed kinks and ovalizations on its distal shaft. If the cat6 is forcefully manipulated within the patient¿s vessel, damages such as distal kinks and ovalizations may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to de-clot a fistula using an indigo system aspiration catheter 6 kit. During the procedure, the physician reported that the indigo system aspiration catheter 6 (cat6) kinked while torquing it in the patient's vessel. Therefore, the cat6 was removed. The procedure was completed using another catheter. There was no report of an adverse effect to the patient.